Manufacturer narrative:
Fse follow up with the customer over the phone to address the reported event. The customer inspected the analyzer and found a bf probe tip in the wash well. Fse instructed the customer to replace the b/f probe tip to resolve the issue. The customer was subsequently able to prime, run daily maintenance and quality controls (qc) without errors. No further issues were noted. No further action was required by field service. A 13-month complaint service history review for similar complaints was performed for serial number (B)(4) from 24nov2018 through aware date 24dec2019. There were no other similar events reported during the searched period. The a1a-2000 operator's manual under appendix 4- error messages was reviewed. 2235 b/f probe 1 suction failure the a1a-2000 operator's manual indicates that the 2235 b/f probe 1 suction failure error occurs when the overflow sensor detects liquid after the washer suction is completed. The measurement result will be flagged (wu flag). The operator is instructed to clean b/f probe 1. If retry fails, contact tosoh service center or local representatives. The most probable cause of the reported event was due to b/f #3 probe tip falling off.

Event description:
The customer reported receiving 2235 b/f probe 1 suction failure errors on their aia-2000la analyzer. The customer cleaned the wash probe and changed the tip but the error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for follicle stimulating hormone (fsh), beta human chorionic gonadotropin (bhcg), and prolactin (prl). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.